Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) (50904r1008) was prepared per instructions for use (IFU) and inserted. However, it was noted that they intended to steer for right femoral access, due to a difficult transseptal puncture, and a decision was made to remove the sgc and clip delivery system (cds) to attempt left femoral access. However, during sgc dilator removal, the hemostatic valve did not work as usual. It was noted that the hemostasis valve was damaged while either during dilator and guidewire removal during the second access attempt (left access) or during clip delivery system (cds) removal (during right access). The sgc was removed and replaced. A new left groin access was obtained and a new transseptal puncture was performed. The new sgc was inserted, and the procedure was continued. A mitraclip xtw (50909r1111) was inserted. However, while steering the clip, it was noticed that the blue alignment was not achieved. Therefore, a decision was made to remove the clip delivery system (cds). However, while removing the cds into the sgc, it was observed that one of the clip arms got inserted into the sgc tip. The clip was ultimately removed. However, while inspecting the clip, it was observed that one of the grippers was slightly bent. A new mitraclip was then prepared for use, was inserted, and was deployed on the mitral valve, reducing mr to a grade on 1. There were no adverse patient effects and no clinically significant delay in the procedure.